Event description:
It was reported that during an arthroscopy, the inner core of the footprint anchor was bent when it was hammered. The anchor was removed from the patient using related tools. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device in the original bone hole. No void left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchors and suture string off the device. The proximal anchor was fully actuated. Both anchors are slightly deformed. The distal end of the actuator bar in the insertion device shaft has been deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.